Event description:
It was reported that during the implant procedure the cable used to connect to the patient's leads for testing was not operating as expected. The atrial signal and pacing capabilities were limited and not accurate which led to a misrepresentation of the true lead performance. The cable was replaced and the procedure completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.